Event description:
Two dall miles cables were used to bring periprosthetic fx together. The pt was closed and brought to the pacv where a post op film showed that one of the cables disassociated. The pt was immediately returned to the or where it was determined that the cable sleeve had split during crimping. The cable was replaced and the pt was closed and returned to pacv.